Manufacturer narrative:
The user experienced severe hypoglycemia with unresponsiveness after continued use of the ilet with reported recurrent low glucose events while using automated insulin delivery. This behavior can result in acute neurologic compromise associated with hypoglycemia and is consistent with the observed ems response and emergency department evaluation. Engineering logs were not available at the time of review; however, no device malfunction was confirmed, and available information is insufficient to determine event causality. A follow-up MDR will be submitted if additional information becomes available or if inspection of a returned device indicates otherwise.

Event description:
It was reported that a negative post about the ilet pump was shared from a social media user group, with cause of the event unclear and no alerts or alarms described. Symptoms included unknown. Outcomes included a hospitalization with cause unclear. Investigation included a review of available complaint details and social media content. Investigation of this case revealed insufficient information to identify a device malfunction or a patient management issue. It was concluded that the cause of the reported issue could not be determined based on the information provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.